Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that there was a sudden alarm indicating "purge system blocked"; no kinks, purge system already replaced without success. Patient was in an overall worsening condition, and care was withdrawn. Withdrew of care was not related to the device or the ci.

Manufacturer narrative:
The product with event logs were received and the investigation was completed. Device history record review was completed, and pump passed all post-sterile inspection checks. The pump had a small kink on the catheter near the kink protector. No other physical damage was noted on the returned product. Small, free-floating biomaterial was found on the impeller at the outflow cage, which was easily retrieved and saved. The pump was then primed and ran in a bucket of water with normal specified pump flow; purge parameters were around 9 ml/hr. And 500 mmhg. Data log shows purge pressure and motor current spikes, with noted saturated pump flow and high spikes with high purge pressure alarm, which resolved after the second cassette change procedure. A few hours later in the morning, a sudden high purge pressure issue occurred again with a motor spike and pump stop. Pump was successful restarted after multiple pump start followed by a gradual decrease in purge pressure. The pump was utilized and functioned fine without issue for the next three days. The purge system blocked alarm was seen along with high purge pressure alarm for both instances. The cause of the issue was most likely related to biomaterial, based on data log review and returned product investigation. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.